Event description:
A patient reported experiencing multiple errors related to inadequate fill amounts during the insulin load process with their tandem pump, an issue that began recently despite their familiarity with the device. The problem caused the patient's blood glucose levels to reach between 400-500 mg/dl. The patient took no immediate corrective actions due to the lack of a backup plan but eventually resumed using the pump after successfully loading a cartridge. Technical support advised the patient to clean the pneumatic tap area during future fill attempts and to monitor their device closely, with instructions to call back if the issue persists.